Event description:
Boston scientific received information that this pacing system was removed due to an infection. The local area sales representative was unsure if the patient was being treated with intra-venous antibiotics, however confirmed the infection was not due to the pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.